Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported clip actuation mechanical jam issue and mechanical issue with the arm positioner were confirmed. The reported inverted clip during unpackaging and noise could not be tested, and the actuator mandrel break was unable to be confirmed; however a collet tine break was noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported inverted clip during unpackaging and observed collet tine break; however, it was determined that the collet tine break resulted in the reported noise, mechanical issue with the arm positioner and inability to open the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report suspected actuator mandrel break. It was reported that during unpackaging of the mitraclip delivery system (cds), the clip was noted to be fully inverted. Preparation of the device was continued, de-airing steps and sleeve tests were performed without issue. The clip was closed to 120 degrees, the grippers was raised and the clip was unlocked, inverted again and locked. Final arm angle established successfully. The clip handle was advanced forward and retracted several times to release tension; the clip was closed, a "klak" sound was heard and the arm positioner, had lack of resistance and was able to move in both directions. A mandrel break was suspected. The clip was fully closed and an attempt to reopen the clip by unlocking and turning the arm positioner was unsuccessful, the clip did not open. The device was not used, no patient involvement. A new cds was used to complete the procedure. No additional information was provided.